Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent air bubbles were observed within the infusion set tubing. Customer performed a supply change and resumed insulin delivery. Customer's blood glucose level was 96-263 mg/dl.